Manufacturer narrative:
Correction: date of implant should be (B)(6) 2018 rather than (B)(6) 2018.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient underwent an implant procedure of an implantable cardiac monitor. During the post implant follow up, it was discovered that the implant wound would not close. The patient was given one round of antibiotic on (B)(6) 2018 and the site temporarily closed but then opened again.the patient was noted to be muscular and it was suspected that the steri strips were ineffective in closing the wound. The device was then explanted on (B)(6) 2019. The patient was reported to be in stable condition post procedure.